Manufacturer narrative:
The previous gi bleed referenced in this section was reported under medwatch MFR. Report number 2916596-2017-00863. Approximate age of device ¿ 5 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's health was steadily declining and continued to experience ongoing gastrointestinal (gi) bleeding and elevated international normalized ratio. It was reported that the patient¿s decline was secondary to the gi bleeding. Additional information was requested but none was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.